Event description:
Reporter indicated that review of programming history revealed last magnet usage in (B) (6) 2007. The patient's mom indicated that the magnet had been used recently. Good faith attempts to obtain programming history have been unsucessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.